Manufacturer narrative:
Device was used for treatment, not diagnosis. Product development evaluation: the shaft component material was changed from 440a stainless steel to 465ph stainless steel. The 465ph material provides a material condition that encourages the screwdriver shaft to bend instead of break.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and mrr 36957 was found on p/n e2077 lot 4440269 and chamfer at large end on supplier parts. The parts were accepted use as is by the product development engineer because the handles get reamed with a 7-8 mm reamer at assembly and the top level calls to break all sharp edges. Chamfer okay. This nonconformance is not relevant to this complaint condition because the issue is with the handle component, not the shaft that broke. No issues were found during manufacture that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Manufacturing evaluation: one cannulated hexagonal screwdriver was returned for evaluation. The hex tip of the returned screwdriver is broken off and was not returned. A complete evaluation is not able to be performed because the hex tip was not returned. Because the document used at manufacture is not available for the op 50 (grind hex.) The material and hardness are correct but this evaluation is indeterminate because the hex tip was not returned and those features are not able to be checked. Product development evaluation: one cannulated 4.0mm hexagonal screwdriver part# 314.05 was returned with complaint category; broke. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
It was reported that the tip of a cannulated 4.0mm hexagonal screwdriver broke at the tip during a procedure. The surgeon was able to recover the broken instrument. The tip was retrieved during surgery. The procedure was successfully completed with no patient injury reported. No additional information was provided at this time. The facility is requesting a replacement. There was an extended operative time of 14 to 30 minutes due to device related issues. This is report 1 of 1 for complaint (B)(4).